Event description:
It was reported that there was non-invasive blood pressure (nibp) error along with a defective loudspeaker. The device was in use on a patient. There was no report of patient or user harm.